Event description:
It has been reported to philips that the system's c-arm was unable to perform geometry movements. The user performed multiple reboots, but the issue persisted. The device was in clinical use at the time of the reported event. No harm has been reported to philips. Philips has started an investigation of this complaint.